Manufacturer narrative:
Product evaluation: the lens was returned submerged in liquid in a plastic container. No damage was observed to the lens. Product history records were reviewed and the documentation indicated the product met release criteria. The product investigation could not identify a root cause for "dislocated iol resulting in high iop". There was no damage observed to the iol. A dimensional inspection was conducted and the lens dimensions (plan view) were acceptable using an approved template. Information in the file indicated that the iol was exchanged. The lens model and diopter of the replacement lens is unknown. (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information. (B)(4).

Event description:
An inventory coordinator reported an intraocular lens (iol) that was exchanged due to a dislocated iol resulting in high iop. Additional information was provided by a nurse that the event has resolved. In the surgeon's opinion it is unknown if the iol caused or contributed to the event.